Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was in the 300 mg/dl range. Multiple attempts were made by tandem technical support to follow up with the customer to ensure an alternate insulin therapy was obtained; however no response from the customer was received.